Event description:
Product problem: the contralateral torque catheter was unable to be completely retracted after deployment of the contralateral attachment system. The contralateral torque catheter was introduced over the contralateral pull wire and docked to the contralateral capsule with no problem. The contralateral attachment system was deployed successfully. During removal of the contralateral torque catheter, the torque catheter only advanced halfway. The entire contralateral pull wire and the torque catheter was removed and wire access was lost. Wire access was eventually regained. Pt is doing fine.